Event description:
It was reported that patient underwent partial knee arthroplasty on (B) (6) 2007 as part of a clinical study. Subsequently, a revision procedure was performed on (B) (6) 2009 to remove the femoral and tibial components as they collapsed into valgus with marked deformity. No further information has been provided to date.

Manufacturer narrative:
(B)(4). (B)(4). Washer uncut the analysis results found that the device arrived in good visual condition, void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lowering rectus procedure, the stapling line did not form. Unknown how case was completed. There were no adverse consequences for the patient.